Event description:
Consumer had initially called for assistance with performing blood test. Wife is calling on behalf of the customer. The customer had not been using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix meter. The test strip lot manufacturer¿s expiration date is 06/30/2023; product storage and open vial date were not disclosed. At the time of the call the customer reported feeling weak; customer was unsure if it was related to diabetes or covid-19 which he had been diagnosed with a few days prior. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was able to contact customer's wife who stated that the customer had received a call from his health care provider and the nurse recommended he go to the ER. Wife stated that customer will be going to the ER as advised. Customer was unable to continue with the call and no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 16-feb-2022 to ensure the customer's condition had improved - able to establish contact with customer's wife who stated the customer did not currently have any diabetic symptoms. Wife stated that customer had gone to the ER on (B)(6) 2022. Customer's blood glucose test result when at the hospital was over 700 mg/dl pm fasting (wife could not recall the exact result). The diagnosis was hyperglycemia and customer was treated with insulin. Another blood glucose test had been performed and customer's blood glucose test result was 500 mg/dl (fasting/non-fasting status unknown). Customer had been admitted to the hospital as his blood glucose is being monitored. Wife stated that customer had performed additional blood tests using the true metrix meter and was satisfied with the results obtained (wife did not disclose results). Note 2: manufacturer contacted customer in a follow-up call on 01-mar-2022 to ensure the customer's condition had improved and that the replacement products resolved the initial concern - able to establish contact with customer's wife who stated that the customer had been discharged from the hospital on (B)(6) 2022 and had been prescribed insulin. Wife stated that the replacement products had been received but that the customer would continue to use the original true metrix meter as he is comfortable with the glucose readings from the product.

Manufacturer narrative:
Sections with additional information as of 20-apr-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.